Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was present for a follow-up, noise signal was observed on the right ventricular channels. A distal lead failure was suspected but not confirmed. Deactivating the low frequency attenuation did not resolve the issue. The patient will return for lead extraction. No adverse patient events were reported.